Manufacturer narrative:
(B)(4).

Event description:
Procedure type: cholecystectomy. According to the reporter: two clips were applied on the cystic canal. After operation, the patient had biliary effusion. The patient was re-operated on. The surgeon found out that there was only one clip left and the clip was untightened.